Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components and 5 devices had worn components. The devices were repaired and returned. 1 device was not evaluated as the customer canceled the repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction event(s), where it was reported the brakes would not hold. There was no patient involvement.